Manufacturer narrative:
The instrument and the related lot number are not available, so no analysis can be performed, not even a review of the batch documentation.

Event description:
During the primary hip surgery and after reaming the acetabulum to 47mm, the surgeon tapped the 48mm sizer with a mallet and the medial floor of the acetabulum fractured. The surgeon implanted a bone graft and a 48mm mpact multi-hole cup with screws. As the surgeon was impacting the liner, the cup moved. The surgeon then removed the 48mm cup and re-grafted and impacted the graft. The surgeon re-implanted the 48mm cup with screws and upon impacting the liner, the cup moved again. The surgeon decided to remove the 48mm mpact multi-hole cup and liner and implant another company's cup and liner. The surgery was completed successfully. The patient has osteopenia.